Manufacturer narrative:
Based on the claim against the product by the customer noting recognition failure with error 48221 and endoscope insertion difficulty, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported issue. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have insertion difficulty issue. A known-operational endoscope was inserted and removed multiple times from the ec. The ec light engine endoscope receptacle retaining ring is bent and obstructing the path of the endoscope tip, creating excess friction. The light engine will be replaced to fix the issue. The complaint regarding the reported issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the 0-degree endoscope and 30-degree endoscope were not recognized. After the customer power cycled the system, the 0-degree endoscope was not recognized several times, and the system was working fine after that. The tse confirmed error 48221 (endoscope controller (ec) communication error) on both endoscopes. The same error also occurred on the 0-degree endoscope after the system was power cycled. The customer stated that the endoscope insertion was harder than usual. The tse advised the customer to check if there was any foreign material in the ec connector. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. The procedure was completed robotically. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.